Event description:
When using the trial stem at the end of a tibial broach, it became undone in the tibial canal. The surgeon tried to extract it using the stem extractor but to no avail. Despite reaming initially to the desired diameter, the stem trial was stuck and the extractor did not offer enough purchase. The stem trial extractor the became damaged due to repeated attempts and the surgeon was forced to leave the stem trial in the patient's im tibial canal. Thirty minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.